Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer was not treated with syringe due to no back up plan. Customer was using insulin pump with auto mode. There was no relevant alarms associated with high blood glucose level. The insulin pump will not be returned for analysis.